Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed weak battery. Customer's blood glucose value was 117 mg/dl. Troubleshooting was performed. Customer reported that they inserted a new battery in the insulin pump and the insulin pump had alarmed some alerts regarding the battery and the insulin pump even turned off without a command. Customer states problem was solved but it was problem returned. Customer declined damage in the battery contacts cap and compartment. The device will not be returned for analysis.

Manufacturer narrative:
After installing the battery, the device shows low power battery sign and no key function due to corroded battery tube spring noted.